Manufacturer narrative:
Cook spectrum minocycline/rifampin impregnated lumen central venous catheter set. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that prior to patient contact, the tip of the guide wire was broken. Device imaging identified coil separation.